Manufacturer narrative:
The manufacturing records were reviewed and all process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. The documentation shows that the production order was manufactured according to specifications. The removed intraocular lens (iol) was returned to the manufacturing site. The lens sample was observed with a cut in the optic zone and with one (1) broken haptic. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was detected indicating the device was handled and prepared for surgical use. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Additional information that was provided by the customer indicated a non-amo insertion system, a "d" cartridge was used in error with the amo intraocular lens. Amo recommends using only amo qualified insertions systems. Only insertion instruments that have been validated and approved for use with this lens model should be used. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a torn intraocular lens was removed and replaced during the same procedure, which required an incision enlargement. It was stated that the procedure length was extended due to having the lens removed and replaced (within the same procedure). A suture was used during the procedure. No patient injury was reported. It was attempted to obtain information about the patient gender and date of birth; however, no further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.